Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Visual inspection was performed and no damages or cracks could be found. The pump was able to power up and pass all functional tests. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.

Event description:
Information was received that device is under infusing. No patient involvement.